Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 19 occurred during pumping. Reportedly, the user did not test their blood glucose level at the time of event. However, the user stated that their bg level is in target range at the time of report. The user reported that the pump would continue to be used for insulin therapy.